Event description:
The technician reported that the doctor was unable to deply the collagen markers due to the plunger on the piece was sticking not activating the deployment process. The doctor finished with another (3rd) maker.